Event description:
Customer called in 2002 alleging that the meter was reading inaccurately low. The incident started in the evening 2 days ago. The customer had a blood glucose result of "32 mg/dl" on their meter. The customer called their physician and he instructed them to eat a cookie and drink milk. The customer did not take their prescribed dose of insulin. The customer had been referring to their meter readings before taking their prescribed dosage of insulin. On sunday, the customer obtained a blood glucose result of "22 mg/dl" on the meter. The customer did not take their insulin in the morning. The customer was feeling thirsty and tired. At around 2:30 the customer called their physician and he referred them to the labor and delivery unit at the hosp. At the labor and delivery unit the customer tested "205 mg/dl" on their meter. The customer treated with insulin and released soon after. Replaced meter.